Event description:
A user facility¿s registered nurse (rn) reported that on (B)(6) 2026 a fresenius combiset bloodline had a loose connection between the clic blood chamber window and the red arterial port connector piece resulting in blood loss during a patient¿s hemodialysis (hd) treatment. The issue occurred immediately after the initiation of treatment. The machine, a fresenius 2008t machine, did not alarm but was not expected to. A fresenius dialyzer was also in use. There were no loose connections or issues during priming. There were no changes to pressure or blood flow rate during treatment. There was no visible damage to the bloodline. The patient¿s estimated blood loss (ebl) was approximately 5ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.